Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately one month post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted at the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The outer tubing overlay had cosmetic environmental stress cracking at the proximal end. A breach cut was noted on the outer insulation and outer tubing overlay at the is1 connector leg. An outer insulation cosmetic depression at the connector and apparent explant damage were also noted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.